Event description:
Patient receiving tpn. Noticed that there was a leak and patient's arm was getting wet. Tubing changed. Noted that at the hub, an o-ring was not inside the female luer lock to prevent tpn from leaking.